Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information was requested but unavailable: is the tissue pad completely missing from the clamp arm? Was the detached tissue pad retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that the device presented defect when the white polyamide teflon of the non-active tip of the blade was released (inside the patient) during the surgical procedure. No other details provided.

Manufacturer narrative:
(B)(4). Batch # p9159y. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint. Additional information received: is the tissue pad completely missing from the clamp arm? No, part of tissue pad is stuck. Was the detached tissue pad retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No.